Event description:
Event description cpi received information that during an attempted implant procedure of this sweet tip bipolar lead (4269) the helix tip broke off. Another cpi (4269) lead was implanted.